Manufacturer narrative:
Patient details unavailable at the time of this report. (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2018, due to a tip fold-over of the electrode array that occurred during initial implantation surgery. The patient was reimplanted with another cochlear device.